Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller displayed software problem (1-intellis, 2-3.6, 3-243, 4-qf_port) when the patient was recharging the ins. During the call agent had the patient reset the controller. Patient attempted to recharge the ins and got excellent quality. Patient mentioned they lost weight and worried about the pocket if that was affected. The troubleshooting steps that were taken on the call resolved the issue. 2025-apr-08: additional information was received from the patient. The patient's weight was reported. The patient's concern about the implant pocket was that it had flipped on side, length of time charging, and loss of connection while charging. The cause of the patient's worry about the implant pocket were the charging issues. The issue was not resolved, and no actions were planned or taken.